Event description:
Customer's wife called for her husband who had to remove a pod on the second day of wear, because he did not think it was delivering insulin correctly. The customer's blood glucose levels fluctuated between 153-360 mg/dl before taking this pod off and starting a new one. Upon removal of the pod, customer felt the cannula was kinked. No further issues were identified.

Manufacturer narrative:
The product has not been returned to the MFR for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was no report of an alarm, however, the pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.